Event description:
A customer reported an issue with the adc application, reporting that they were unable to scan sensor with application. The customer subsequently lost consciousness but reported being able to self-treat (unspecified). Upon troubleshooting it was determined that the customer was using an incompatible device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application, reporting that they were unable to scan sensor with application. The customer subsequently lost consciousness but reported being able to self-treat (unspecified). Upon troubleshooting it was determined that the customer was using an incompatible device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product data were unsuccessful. No product data has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the freestyle libre 2 app did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
A customer reported an issue with the adc application in use with samsung galaxy a6/app 2.8.2. Smartphone compatibility with the use of freestyle librelink and the samsung galaxy a6 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc application in use with samsung galaxy a6/app 2.8.2,, reporting that they were unable to scan sensor with application. The customer subsequently lost consciousness but reported being able to self-treat (unspecified). Upon troubleshooting it was determined that the customer was using an incompatible device. There was no report of death or permanent injury associated with this event.